Event description:
It was reported the patient died at home. Review of device disk data showed that, a week prior to the death, all pacing lead impedances were increasing. The rv lead impedance increased from 392 ohms to more than 824 ohms and the lv impedance increased from 340 to 616 ohms. After that, the impedances measured infinite. The patient had been seen in the clinic only once, approximately two months prior to her death. There were no problems noted at that time. There is no record that an autopsy was performed. The cause of death was requested, but not known by the clinic. The devices are in the possession of the patient's husband and have not been returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data shows impedance measurements were consistent over the recording period contained on the disk.other: it was reported the patient died at home. Review of device disk data showed that, a week prior to the death, all pacing lead impedances were increasing. The rv lead impedance increased from 392 ohms to more than 824 ohms and the lv impedance increased from 340 to 616 ohms. After that, the impedances measured infinite. The patient had been seen in the clinic only once, approximately two months prior to her death. There were no problems noted at that time. There is no record that an autopsy was performed. The cause of death was requested, but not known by the clinic. The devices are in the possession of the patient's husband and have not been returned to the manufacturer. No conclusion can be drawn. Impedance, high.